Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -09.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens was removed on (B)(6) 2019 due to low vault. This resolved the problem. Cause of the event is reported as unknown. Per reporter on (B)(6) 2020, patient "not ready for re implantation at present. And the patient's current condition is good."

Manufacturer narrative:
Device evaluation: lens returned dry in lens case/vial.visual inspection found no visible damage to lens and fibers on lens surface. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).